Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device remotely. The rse assisted the customer to check the defibrillator logs and no error message was found related to this event. This error message can be generated when the load button is pressed, but the shock button is not pressed for more than 30 seconds. The customer will ask the department to carry out the functional tests thoroughly. Based on the information available and the testing conducted, the cause of the reported problem was due to use error. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device showed the message "defibrillator discharged" during functional test. There was no patient involvement.